Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The wearable was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient was wearing a tandem insulin pump and was receiving a signal loss alert on his cgm device, therefore, he was not receiving any cgm readings at the time of this event. According to the patient¿s wife, the patient lost consciousness. No bg meter reading was taken, but she stated she knew he was hypoglycemic since she had cared for him for many years. The patient¿s wife administered a glucagon injection to the patient as treatment. It was reported that the patient could not recall how long the cgm device had been in a signal loss state prior to him losing consciousness. It was also stated that the patient does not remember losing consciousness. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿feeling fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.